Event description:
The customer reported battery problems. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse). The reported symptom was verified. The battery was replaced to resolve the issue. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the battery.